Event description:
It was reported that the patient underwent spine surgery in the lumbar hypodermis on an unknown date and reservoir was attached to a drain. Following surgery, the reservoir swelled out before enough draining occurred and before negative pressure was applied again. It was reported there was a possibility of loosening of a joint part of the connector. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Upon evaluation, it was verified that the plate was able to be opened and closed without any issue. The device did not have any broken or damaged components that could have affected its function.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.